Manufacturer narrative:
On (B)(6) 2020 additional information received indicated that the grade of capsular contracture is iii, and date of explantation has not been determined. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 14, 2024, indicated that the patient experienced bilateral capsular contractures and a tear on the right side. The MRI examination confirmed the issue. As a result patient scheduled for removal on (B)(6) 2024. Reason for device explant and/or reoperation: cap con grade iii manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Concomitant products: right-mentor memorygel 500cc silicone breast implants, ref/sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with mentor memorygel 500cc silicone breast implants which the left side has issue with capsular contracture, unknown baker grade after implantation. The reports indicates that six(6) months prior patient been experiencing her left side is higher with discomfort pain . Patient physician prescribed her with singular which is causing side affects of foggy and hard to breath. The issue was confirmed by the physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.